Event description:
A patient in the (B)(6) was undergoing continuous renal replacement therapy (crrt). The vascular access catheter was in the internal jugular vein. Reportedly, the patient was confused and very restless, continuously moving his head around which was causing tension on the lines. The nurse at the bedside noted the return port had become disconnected from the vascular access catheter resulting in an estimated blood loss of 100 - 150 m. The patient went into a pulseless electrical activity (pea) arrest requiring six minutes of CPR and blood products.